Event description:
It was reported that a remote monitor transmission showed oversensing and noise on non-sustained tachycardia events. The noise could not be reproduced with pocket manipulation in the clinic. The patient will continue to be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.